Event description:
A customer reported obtaining a reading of 269 mg/dl on their meter and thought the reading was higher than they were actually feeling. The customer reportedly lost consciousness and was found unconscious by their daughter-in-law who measured their blood glucose which was 34 mg/dl. She called the paramedics and the customer was reportedly treated with 33% glucose solution. The customer was then taken to hosp, and diagnosed and treated for severe hypoglycemia with an infusion of glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer returned meter with serial number. The high reading complaint was not confirmed and no new issues were observed. All results were within range spec and no errors were observed during control solution testing.